Manufacturer narrative:
Based on the claim against the product by the customer noting. The blade exposed and experiencing engagement issues. An investigation is pending, to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine, the contribution of the device to the customer reported issue.

Event description:
It was reported, that during a da vinci-assisted gastric bypass surgical procedure. The surgeon received a message that the tissue was too thick, while stapling with a blue reload. The sureform stapler instrument fired partially on the first reload, and the blade was exposed. The sureform stapler instrument was removed, and a new reload was placed. The stapler instrument was reinserted into the arm, and there was an error message, that the instrument did not recognize. The customer removed and reinserted the instrument several times, but it would never allow the surgeon to control the stapler instrument. The customer had to open another stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform stapler instrument was inspected and there was no noted damage. The reload had malformed staples, that looked like c, x, and u on the malformed staples chart. There were no obstructions. The surgeon did not fire over an existing staple line. No buttress material was used. There was no observed bleeding. There was no unplanned tissue removal. The reload was not saved and will not be returned. It was a blue reload that was misfired. The blue reload had trouble with the second stapler instrument as well. The customer switched to white reload to continue with the procedure. And the customer had no issue with that reload.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the blade exposed and experiencing engagement issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a related da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed and found to have a lodged staple. When the instrument was placed on the in-house system, it initially failed initialization. However, after removing a lodged staple from the I-beam window, the instrument was retested and passed the recognition and engagement tests. It exhibited intuitive motion with a full range of motion in all directions, and no unintuitive motion was observed during in-house testing. Additional observations not reported by the site include the instrument having hi drivetrain friction failures during initialization, as indicated by log review and dsp logs, as well as during in-house testing. Upon inspection, a lodged staple was found in the I-beam indicator window, likely causing the hi drivetrain friction failures during initialization. After removing the staple, the instrument was retested and successfully initialized, clamped, fired, and unclamped without any issues. Furthermore, based on the log review, the instrument was found to have a firing failure (tissue too thick). The complaint regarding blade exposure and engagement was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.